Event description:
Catheter was tested prior to insertion and functioned properly. After 2 hours, nurse attempted to remove catheter, but was unsuccessful. Catheter balloon would not deflate. Urologist had to pop balloon with 22 gauge needle. No patient injury.